Manufacturer narrative:
It was reported that the rollator brakes were engaged by the end user and "it didn't stop." The end user was walking at the time of the incident and experienced a fall. To date, no information has been received to indicate that the end user experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problems/issues. No sample was returned for evaluation and a root cause was unable to be determined. In response to an FDA 483 issued for cfn 1417592 on 29-aug-2025, this medwatch is being filed.

Event description:
It was reported that a rollator had issues with its brakes.